Event description:
It was reported that there was a thermal event.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was a thermal event.

Manufacturer narrative:
The device was received at the local service facility for investigation. The technical service report indicates: latest repair orders: 10994435. Closing date: 03 27 2024. List of problems: codj pi. Technician's observations: mosfet q12 sn20 and some smd components nearby got burnt. Probable root cause: console fuses fail to break circuit due to excessive mains current leading to fire isolation power supply failure. Use error: console is sterilized or disinfected. Use error: console cleaned with incompatible products. The reported failure mode will be monitored for future reoccurrence.